Manufacturer narrative:
The subject device was returned to omsc for evaluation. During the evaluation by omsc, the reported phenomenon was not duplicated even though the evaluation was conducted under following conditions. The universal cord and the video cable of this device were twisted. The bending section was angulated in up/down directions. The device was power supplied for one hour. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Therefore, omsc could not identify the cause of this phenomenon.

Event description:
Olympus medical systems corp. (Omsc) was informed that an error message e216 (endoscope communication error) was displayed on the monitor for endoscopic view and the endoscopic image of the subject device disappeared during a laparoscopic surgery. The facility did not inform omsc about whether the user facility completed the intended procedure or not. There was no report of patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".